Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 - should have said "it was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead was over-sensing noise. " rather than "it was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise."

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead was over-sensing noise. The ra lead was capped and replaced with alternate ra lead on 02 feb 2023. The patient's condition was stable. New information received notes that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes.